Manufacturer narrative:
Additional information: per analysis update. The outer coil was found to be bent/compressed consistent with clavicular crush damage were noted at 21.0-22.5 cm from the connector pin. A small piece of the outer coil (from another lead) was broken and left inside the lead. The outer insulation was found to be damaged and separated. Part of the outer insulation was found to be missing in this region. All other damages found were consistent with procedural damage.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. If not returned: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-00891. It was reported that noise was exhibited on the right ventricular lead and right atrial lead. Also, the right ventricular lead exhibited a decrease in impedance and sensing threshold along with a rise in capture threshold. On (B)(6) 2020, the patient presented for explant procedure. During procedure, the right atrial lead and right ventricular lead were explanted and replaced. The patient was stable post procedure.